Manufacturer narrative:
Corrected data: please note that for all submitted medwatch reports the incorrect information was entered for associated report numbers (this one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090.) Were inserted. Please see below for corrected data. The initial report indicated that the 12x30 orbit rdfl complex standard (638cs1230) detached prematurely. The entire coil, delivery system and microcatheter were removed from the patient as a unit without injury. With further investigation, it was additionally reported that a second coil a 3x6 orbit mini complex fill (637mf0306) unraveled. The device was removed from the patient. The events occurred when the coils were partially in the aneurysm with attempt to better position it. The microcatheter was not reshaped and an adequate continuous flush was maintained at all times. There was no resistance at anytime during insertion or advancement through the sl-10 45 (boston scientific) microcatheter. There was no resistance or additional force during repositioning of the coil. The microcatheter was not repositioned while the coil was deployed or partially deployed out of the end of the microcatheter. The target site was a saccular aneurysm at the left internal carotid artery supraclinoid segment. The aneurysm measured 12mm x 10mm x 10mm, the neck was 6mm, neck to sac ratio was 6 to 12= 50% with no balloon remodeling used. There were no damages noted to the devices prior to use, after opened, or during prep and other than the reported events, there were no other damages noted after removal from the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube and support coil present some waves. The majority of the damage is likely the result of handling of the unit when it was sent for evaluation. There were two notable kinks in the hypotube section of the delivery tube. Both of these kinks were sharp, and maybe the result of sudden buckling while tracking the coil through the mc or while loading the coil through the introducer. However, it was reported that there was no resistance during insertion or advance of the device during procedural use. Embolic coil was received separated in a small plastic bag and it presented no damages. Gripper (pebax) was inspected under microscope and it was found accordioned; additionally marks on the pebax were observed indicating that the coil was properly loaded. There were no damages on the embolic coil or the headpiece. Additional analysis using the smartscope found the pebax tube was significantly damaged. A low amplitude sinusoidal wave presents along the length of the 40d, with exception to the headpiece engagement and head piece attachment zone (haz) regions. The distance from the end of the 40d to the purge hole, which is usually located within a few thousands of the headpiece dome, was measured at 0.038". This suggests that the headpiece/pebax engagement length was within specification. The ID and od of the pebax were measured and although the od of the pebax is out of specification, this is not unexpected since the end is flared due to coil loading. The 40d pebax was trimmed proximal to the purge hole and the ID and od measurements were taken using a flash 200 smartscope and were within the allowable tolerances. The calculated wall thickness also was within specification. The measured length of the headpiece and od were within specification and the surface finish appeared lustrous and did not have any notable scratches or deformation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13470663, coil assy lot 14014424 and 13438190, calibration/preventative maintenance/operator qualification records for the loading machine revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic coil attachment pull test and embolic coil detachment pressure per procedure. The reported premature detachment was confirmed. The analysis of the gripper (pebax) of the returned suggests that the product may have been constrained inside either the microcatheter or introducer. If in fact, the observed pebax damage is due to excessive compressive load resulting in plastic deformation, the pebax headpiece junction would have endured significant stress, which could have significantly reduced the embolic attachment strength (eas). Although with review of the available procedural information no definitive conclusion can be made, it is possible that procedural factors including interaction with the delivery microcatheter may have impacted the event. Based on the analysis of the returned device and the device history record review, there is no evidence that the premature detachment is related to any manufacturing issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00162 and 1058196-2010-00163.

Event description:
The orbit rdfl complex standard detached prematurely. There was no patient injury. The second coil (orbit mini complex fill 3x6-15046014) unraveled.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00162 and 1058196-2010-00163. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The initial report indicated that the orbit rdfl complex standard detached prematurely. There was no patient injury. The second coil (orbit mini complex fill 3x6-15046014) unraveled. Additional information indicated that the target site was the left internal carotid artery supraclinoid segment with a secular aneurysm that measured 12mmx10mmx10mm , neck was 6mm, neck to sac ratio was 6 to 12 = 50%. During the procedure, the coil detached (638cs1230) in the patient. After the event, the entire coil, delivery system and boston scientific sl-10 45 degree microcatheter was removed from the patient as a unit. The products were stored, handled and prep per labeling instructions. Prior to opening, no damages were noticed on the outer box. After the inner pouch was removed, the device was contained within the container, and the product was removed from the plastic loop without any issues. Other than the reported event, no other damages were noticed on the delivery system, coil (kink, bend, unraveled, stretched, etc), and the coil will be returned for analysis. The second coil unraveled during insertion while placing in the aneurysm, the coil was partially in aneurysm, when coil was attempted to be positioned better, it unraveled/stretched. However, during the repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, the tuohy or stopcock was closed to prevent the introducer from moving from the microcatheter hub, and the introducer was seated all the way in the microcatheter hub. After the coils passed the hub, there was no resistance at any time during advancement of the coils through the mc. The event occurred during insertion through the microcatheter, but not prior to exiting the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. After repositioning, there was no resistance when the coil was advanced. The microcatheter and coil delivery system were not removed as a unit. Other than the reported event, no other damages were noticed with any other section of the devices delivery systems, coils or mc. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090. Additional information will be submitted within 30 days of receipt.